Event description:
Fast flow. The infusion was 4 hours shorter than normal delivery time. No adverse event reported.

Manufacturer narrative:
I-flow rec'd two empty, used pumps for evaluation and investigation. Both pumps were refilled with normal saline solution to the nominal fill volume of 125ml for testing. It is of note that the reported fill volume was 270ml in comparison to the maximum fill volume of 125ml per the directions for use (1303046 rev. G). When the pinch clamp was opened, the pump infused on pump no. Pump #1: a flow rate accuracy test was performed and the pump infused within specification. The reported complaint is unconfirmed. Pump #2: visual inspection found dry medication in the pump tubing and flow restrictor of pump. The pinch clamp was opened, but the pump did not infuse. The tubing was removed and the pump infused without the tubing. The flow restrictor was placed in warm water with an air source to clean, but the crystallized drug could not be removed. The pump was therefore, unable to be tested for flow accuracy rate testing. The reported complaint was unable to be confirmed. The best evidence indicates the occlusion in the tubing and distal luer on pump was caused by dry medication. A review of the lot history found no confirmed complaints for fast flow for the reported lot.